Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor had ruptured during filing. According to the reporter, roughly 85 ml of carbocain was filled in the device when the reservoir ruptured. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the device is available for evaluation, per the customer, however; the device has not yet been received by baxter. Should the device and/or additional information become available, a follow-up report will be submitted. (B)(4).